Event description:
The 22cm sp bayonet 1.2mm tip was returned for service. Upon evaluation at the manufacturer, it was discovered that the guide stop screw was missing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A root cause was not able to be determined. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The 22cm sp bayonet 1.2mm tip was returned for service. Upon evaluation at the manufacturer, it was discovered that the guide stop screw was missing. There was no patient involvement, and there were no user injuries or adverse consequences.